Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell, underweight, missing shell and red particles. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Missing shell due to inconclusive. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth implants due to the patient's concern with the product, a nodule on the left side breast at the 2 o'clock position and a rupture. The device was explanted.